Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective mainboard. Correction: replaced mainboard. Hamilton medical ag complaint number: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5

Event description:
The following was reported to hamilton medical ag: summary: hamilton-c3 didn't send data to the pdms.

Event description:
The following was reported to hamilton medical ag: summary: hamilton-c3 didn't send data to the pdms.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective mainboard. Correction: replaced mainboard.